Event description:
Medtronic received information that no delivery alarm occurred. The customer was hospitalized on (B)(6) 2021 with blood glucose of 40 mmol/l. The customer experienced symptoms of hyperglycemia and was treated with insulin intravenously.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.